Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ddmb1d1 ICD implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing which was detected by the device and anti-tachycardia pacing was inappropriately delivered. It was also reported the lead displayed non-sustained ventricular tachycardia episodes, noise, and sensing was "greatly reduced". Re-programming was performed, the lead and device remain in use and no patient complications have been reported as a result of this event.